Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds and led to an inability to capture or pace. The lead was partially explanted. The patient was in stable condition.